Manufacturer narrative:
The patient passed away in their sleep due to cardiac arrest on (B)(6) 2020. The devices or implant procedure were not suspected to have caused or contributed to the patient¿s death. No implanted devices are being returned for evaluation or disposal. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33169. It was reported that following an implant procedure on (B)(6) 2020, the patient passed away on (B)(6) 2020 due to cardiac arrest. The device is not suspected of having caused the patient¿s death.